Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to ovatio crt model approved under p060027. (B) (4) - recorded episodes could not be found in device memory, as expected. The analysis is pending.

Event description:
During the device routine follow-up, there was a crash of the programmer software during memories reading. Later, no recorded episodes could be retrieved from device memories.